Event description:
Reprise IV study it was reported that left bundle branch block (lbbb) occurred. On an unknown date, a lotus edge valve was implanted in a patient. In (B)(6), 2019, the subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/not resolved. It was further reported that the subject was on prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 300 mg of clopidogrel prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. On the same day, post index procedure, the subject developed left bundle branch block. Post balloon aortic valvuloplasty (bav), the subject was noted with new lbbb. Six (6) days later, the subject was discharged on aspirin.

Manufacturer narrative:
B5- describe event or problem: updated with additional information receivedb6- relevant test / laboratory data: updated with additional information receivedd section: updated with device information received.

Manufacturer narrative:
B5- describe event or problem: updated. H6- patient codes: updated.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. On an unknown date, a lotus edge valve was implanted in a patient. In (B)(6) 2019, the subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/not resolved. It was further reported that the subject was on prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 300 mg of clopidogrel prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. On the same day, post index procedure, the subject developed left bundle branch block. Post balloon aortic valvuloplasty (bav), the subject was noted with new lbbb. Six (6) days later, the subject was discharged on aspirin. It was further reported that the left bundle branch block occurred post balloon aortic valvuloplasty and therefore is not related to the lotus edge valve system. The event is being withdrawn.

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. On an unknown date, a lotus edge valve was implanted in a patient. In (B)(6), 2019, the subject developed left bundle branch block. No diagnostic procedure was performed, and no action was taken to treat the event. At the time of reporting the event was considered not recovered/not resolved.